Event description:
Additional information indicates that patients ipg was not at eol. Patient experienced pain at ipg site and patients ipg migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted replaced and repositioned to address the issue. Pain at ipg site has resolved.

Manufacturer narrative:
Correction b1- product problem should not be selected. Correction b5- patients ipg was not at eol. Correction h6- codes.

Manufacturer narrative:
Correction b5- describe event or problem should have been: it was reported that patient experienced pain at ipg site and patients ipg migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted replaced to address the issue. Pain at ipg site has resolved. Rather than the it was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue correction h6- health effect - clinical code- should have been 4561 - implant pain rather than 2388 - inadequate pain relief. Correction h6- health effect - clinical code- 1924 - failure of implant was removed. Correction h6- health effect - impact code- should have been 4613 - minor injury/ illness / impairment rather than 4611 - absence of treatment. Correction h6- medical device problem code- should have been 4003 - migration rather than 2885 - battery problem. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that ipg was only explanted and replaced, not repositioned.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not yet received.